Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was respiratory failure, however, the patient had not recovered from the peritonitis prior to death and therefore, cannot be ruled out as a contributing factor. The patient was allergic to multiple antibiotics and outpatient antibiotic treatment was not possible. The patient refused to go to the hospital for treatment when advised. At night, ten days prior to death, the patient was hospitalized for the event and was treated for peritonitis with intraperitoneal (ip) antibiotics (names, doses and frequencies were unknown). Subsequently during hospitalization, the patient aspirated, then coded and died due to respiratory failure. At the time of death, the patient was not recovered from the peritonitis event. Pd therapy remained ongoing until the patient's death because the patient had no other vascular access. During hospitalization the was using the hospital¿s pd machine (unspecified). It was unknown if an autopsy was performed. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap . Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).